Manufacturer narrative:
Investigation: error pattern is well known, no further investigation necessary. Batch history review: because the lot is unknown, a batch review is not possible. Conclusion and root cause: one probable root cause in cases like this is a not proper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by wrong handling during cleaning the electrodes. A damage during rf- generator failures can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our corrective and preventative actions system so are working on a solution. Corrective action: a CAPA for improvement and a better durability was started (B)(4).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that the device failed during the operation. No harm to the patient reported. There was a five minute delay in surgery.